Manufacturer narrative:
Product event: (B)(4) evaluation (method), (result) and (conclusion): generator returned for analysis, pending analysis results. (B)(4).

Event description:
During surgery generator sporadically stays activated in coag mode when activation button is not depressed (cut is mode is not affected). Another generator was utilized and case was completed successfully. No patient impact and patient information unable to be obtained. .